Event description:
The patient, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It was reported that the patient received a durom us acetabular component 56/50 p on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2012, due to loosening of the acetabular component and metallosis.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and/or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2012 due to loosening and metallosis. During surgery, surgeon found corrosion. On visual examination, some foreign material and scratches were found inside the cup. No x-rays were received for evaluation. The revision notes of the hip states that patient was revised due to metallosis and corrosion. The durom cup could be removed without effort / bone loss. Visual examination: during the visual examination the durom acetabular component presented large scratching and third body material on the porous coating, third body materials on the articulating surface, scratching and material deformation on the rim segment. Metasul ldh large diameter head presented third body material on the articulating surface, third body material on the face. Metasul ldh head adapter presented third body material on the face. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).